Event description:
It was reported that this pacemaker system exhibited noise oversensing on the right ventricular (rv) channel. The rv lead is a non-boston scientific device. Technical services (ts) recommended further evaluation of the lead, as abrasion or insulation issues were suspected. No adverse patient effects were reported.